Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closing on a orif wrist procedure, the needle popped off while suturing. The surgeon used another suture to resolve the issue. No patient injury.